Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture.

Event description:
Patient reported right side pain. Healthcare professional later reported right "deep folds" and rupture found on explant. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Rupture : observed one opening on the posterior side assessed as surgical damage. Crease/folding of implant : crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side pain. Healthcare professional later reported right "deep folds" and rupture found on explant. The device has been replaced.